Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited no capture and high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) inadequate measurements were observed. It was noted the physician was concerned the ipg may have become damaged during retrieval. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.